Event description:
Lens visually inspected prior to implantation, no problem noted with lens. After implantation, defect to lens noted when inspected with microscope. Lens removed, new lens implanted.